Event description:
It was reported that there was stimulation in the wrong location. The patient had met with a manufacturer representative for an adjustment on (B)(6) 2015, but the next day the stimulation had moved out of the location. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention had occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical devices: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).